Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient did not receive therapy during an episode of cardiac arrest due to possible output circuit damage. Low hv lead impedance was observed. The patient was hospitalized and their prognosis was reported as good. The device and lead were explanted.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. Review of stored electrograms also confirmed the reported low hv lead impedance.